Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vasculature anatomy and resistance at axillary artery preventing successful delivery of impella. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The user facility reported an impella 5.5in a 71-year-old female patient for support of cardiac arrest. She decomensated and coded after she was in the intensive care unit. The patient was taken back to the operating room where the doctor (md) placed another vein graft. The patient was placed on central veno-arterial extra-corporeal membrane oxygenation and the decision was made to also place another vein graft impella 5.5 axillary. The md was not able to get the impella 5.5 to track through the axillary artery so the decision was made to place the impella cp axillary. Impella 5.5 would not track through axillary artery. Decision was made to move to a cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.